Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('peforated uterus / coil perforating through cornual end / coils and pet fibers have moved out of the tube') in a female patient who had essure inserted for female sterilisation and genital haemorrhage. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included pregnancy with mirena. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("bleeding"), inflammation ("inflammation can deplete vitamins"), fear ("fears are scary but living with essure is scarier"), anger ("this one makes me mad."), procedural pain ("alot of pain still (10 days post op)"), gallbladder disorder ("essure has killed many gallbladders"), back pain ("back pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), autoimmune disorder ("autoimmune disorder") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (uterus, cervix, tubes and coil removed)). Essure was removed. At the time of the report, the uterine perforation, genital haemorrhage, inflammation, fear, anger, gallbladder disorder, weight decreased, arthralgia, myalgia, autoimmune disorder and vitamin d deficiency outcome was unknown, the procedural pain had not resolved and the back pain had resolved. The reporter considered anger, arthralgia, autoimmune disorder, back pain, fear, gallbladder disorder, genital haemorrhage, inflammation, myalgia, procedural pain, uterine perforation, vitamin d deficiency and weight decreased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). Cross referenced with case number: (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: peforated uterus with constant pain. Inflammation nos, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 20 ,21,22,23, 24,25 and 26 process together. On 13-apr-2020: quality safety evaluation of ptc. On 20-mar-2020: fu 20 ,21,22,23, 24,25 and 26 process together. On 20-mar-2020: fu 20 ,21,22,23, 24,25 and 26 process together. On 20-mar-2020: fu 20 ,21,22,23, 24,25 and 26 process together. On 20-mar-2020: fu 20 ,21,22,23, 24,25 and 26 process together. On 20-mar-2020: fu 20 ,21,22,23, 24,25 and 26 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus / coil perforating through cornual end / coils and pet fibers have moved out of the tube') in a female patient who had essure inserted for female sterilisation and genital haemorrhage. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included pregnancy with mirena. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("bleeding"), inflammation ("inflammation can deplete vitamins"), fear ("fears are scary but living with essure is scarier"), anger ("this one makes me mad."), procedural pain ("alot of pain still (10 days post op)"), gallbladder disorder ("essure has killed many gallbladders") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (uterus, cervix, tubes and coil removed)). Essure was removed. At the time of the report, the uterine perforation, genital haemorrhage, inflammation, fear, anger and gallbladder disorder outcome was unknown, the procedural pain had not resolved and the back pain had resolved. The reporter considered anger, back pain, fear, gallbladder disorder, genital haemorrhage, inflammation, procedural pain and uterine perforation to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). Cross referenced with case number: (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: perforated uterus with constant pain. Inflammation nos, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('peforated uterus / coil perforating through cornual end') and genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilisation and genital haemorrhage. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), inflammation ("inflammation can deplete vitamins"), fear ("fears are scary but living with essure is scarier"), anger ("this one makes me mad.") And procedural pain ("alot of pain still (10 days post op)"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the uterine perforation, genital haemorrhage, inflammation, fear and anger outcome was unknown and the procedural pain had not resolved. The reporter considered anger, fear, genital haemorrhage, inflammation, procedural pain and uterine perforation to be related to essure. The reporter commented: cross referenced with plaintiff case number : 2016-088504. Cross referenced with plaintiff case number : 2015-277249. Cross referenced with case number: 2014-169725 . Concerning the injuries reported in this case, the following one was reported via social media: peforated uterus with constant pain. Inflammation nos . Most recent follow-up information incorporated above includes: on 2-dec-2019: social media record received. Event alot of pain still (10 days post op) was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus / coil perforating through cornual end') in a female patient who had essure inserted for female sterilisation and genital haemorrhage. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("bleeding"), inflammation ("inflammation can deplete vitamins"), fear ("fears are scary but living with essure is scarier"), anger ("this one makes me mad."), procedural pain ("alot of pain still (10 days post op)"), device dislocation ("coils and pet fibers have moved out of the tube") and gallbladder disorder ("essure has killed many gallbladders"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the uterine perforation, genital haemorrhage, inflammation, fear, anger, device dislocation and gallbladder disorder outcome was unknown and the procedural pain had not resolved. The reporter considered anger, device dislocation, fear, gallbladder disorder, genital haemorrhage, inflammation, procedural pain and uterine perforation to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Cross referenced with plaintiff case number: (B)(4). Cross referenced with case number: (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: perforated uterus with constant pain. Inflammation nos most recent follow-up information incorporated above includes: on 10-jan-2020: all the information from deletion case: (B)(4) has been transferred to this case. New reporters, event: device migration, gallbladder disorder added. Reference section added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('peforated uterus / coil perforating through cornual end') in a female patient who had essure inserted for female sterilisation and genital haemorrhage. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included pregnancy with mirena. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("bleeding"), inflammation ("inflammation can deplete vitamins"), fear ("fears are scary but living with essure is scarier"), anger ("this one makes me mad."), procedural pain ("alot of pain still (10 days post op)"), device dislocation ("coils and pet fibers have moved out of the tube"), gallbladder disorder ("essure has killed many gallbladders") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (uterus, cervix, tubes and coil removed)). Essure was removed. At the time of the report, the uterine perforation, genital haemorrhage, inflammation, fear, anger, device dislocation and gallbladder disorder outcome was unknown, the procedural pain had not resolved and the back pain had resolved. The reporter considered anger, back pain, device dislocation, fear, gallbladder disorder, genital haemorrhage, inflammation, procedural pain and uterine perforation to be related to essure. The reporter commented: cross referenced with plaintiff case number : 2016-088504 cross referenced with plaintiff case number : 2015-277249 cross referenced with case number: 2014-169725 concerning the injuries reported in this case, the following one was reported via social media: peforated uterus with constant pain. Inflammation nos, back pain. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this is a retention case. Duplicate case (B)(4) has been marked for deletion. Documents and information transferred from deletion case. Event back pain has been added from deletion (B)(4). Legacy device report num 2951250-2019-11654 and 2951250-2019-13717. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus / coil perforating through cornual end') and genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilisation and genital haemorrhage. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), inflammation ("inflammation can deplete vitamins"), fear ("fears are scary but living with essure is scarier") and anger ("this one makes me mad."). The patient was treated with surgery (essure removal). At the time of the report, the uterine perforation, genital haemorrhage, inflammation, fear and anger outcome was unknown. The reporter considered anger, fear, genital haemorrhage, inflammation and uterine perforation to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). Cross referenced with case number: (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: perforated uterus with constant pain. Inflammation nos most recent follow-up information incorporated above includes: on 20-nov-2019: all the information form the duplicate case has been transferred from deletion for two case (B)(4), (B)(4). Patient information and events : coil perforating through cornual end , I would really like to know dr did the surgery and if she did x ray to make sure all coil was gone were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.